Event description:
Information received from the field notes that the patient had an av nodal ablation procedure. The device exhibited dashes (---) for random parameters post ablation. Attempts to program the base rate were unsuccessful. Emergency vvi was not attempted. The patient is pacemaker dependent and the physician elected to schedule a replacement.